Event description:
Anatomy of the aorta was characterized by a short neck measuring approx twelve to thirteen millimeters in length. Due to the proximal landing zone, an attempt to deploy the main body graft as close to the renal arteries as possible resulted in the proximal portion of the graft material encroaching on the left renal artery. Another MFR's stent was deployed inside the left renal artery to ensure continued patency of the vessel. After placement of the stent, post angiogram noted a brisk flow through the left renal artery. Procedure was concluded with visualization of patent renal arteries and no endoleak formation.